Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/11/2021. H.6. Investigation: two loose integra syringes were received and evaluated. The syringes were disassembled and visually inspected. It was observed on each syringe there was puncture holes present on the top of the hub, which was rejectable per product specification. A technician was interviewed, and the process was evaluated as part of this investigation. Potential root cause for the hub leakage may be associated with an unshielded needle from the supplier. It is possible an unshielded needle was introduced into the hopper and punctured the other hubs. The batch number is unknown, therefore defective rate cannot be identified. Batch number is required to determine if corrective actions are necessary. No corrective actions will be taken based on the available information. The batch number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the bd integra¿ syringe with detachable needle experienced leakage at the connection site. The following information was provided by the initial reporter: material no: 305270 batch no: unknown a customer is having issues with a box of needles that she purchased. She said that they are leaking from where the tip is and her medication is spilling out.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd integra¿ syringe with detachable needle experienced leakage at the connection site. The following information was provided by the initial reporter: material no: 305270, batch no: unknown. A customer is having issues with a box of needles that she purchased. She said that they are leaking from where the tip is and her medication is spilling out.